Event description:
It was reported by a pt that post a coronary drug eluting stenting treatment procedure, the stent had "twisted like a candy wrapper on both ends." The lesion being treated was located in the circumflex (cx) artery. A (unk size) taxus express2 drug eluting stent was implanted. Three years and seven months post the stent placement, the taxus stent was found to be "twisted like a candy wrapper on both ends." The correction of the stent took three hours to repair. The details of the intervention are not known. Add'l info was requested and not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.